Event description:
A review of a literature article "davinci xi rotation technique for nephroureterectomy (drone): a retrospective single-center cohort study and description of a novel approach with an augmented range of motion" was performed. In this study, a retrospective assessment was conducted of all consecutive drone operations carried out. The article noted that after these dv-assisted surgeries, "one patient had a clavien-dindo classification (cdc) grade 4a complication, a postoperative hemorrhage from the lateral pelvic wall requiring open revision, transfusion of four units of packed red blood cells and intensive care monitoring." The article concluded that "the drone approach is practical and safe. The rotation step only took a few minutes and, therefore, seems straightforward. Although this study provides only retrospective data of a limited number of cases, we firmly believe that drone facilitates robotic nephroureterectomy (nu) by enhancing the range of motion and reducing instrument conflicts." There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: bieri, u., stihl, s., caruso, j., maletzki, p., adank, j., nocito, a., niemann, t., & hefermehl, l. (2025). Davinci xi rotation technique for nephroureterectomy (drone): a retrospective single-centre cohort study and description of a novel approach with augmented range of motion. Journal of robotic surgery, 19(1). Https://doi.org/10.1007/s11701-025-02230-7.